Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the tissue pad started to peel about halfway off. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.